Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, in-house testing and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated or erratic results with reagent lot 73037m800. Accuracy testing using retained kits of reagent lot 73037m800 was performed to evaluate the performance of the reagent lot. Acceptance criteria were met, which indicates acceptable product performance. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information no systemic issue or product deficiency of the architect ca 19-9xr assay was identified.

Manufacturer narrative:
This report is being filed on an international product, architect ca19-9xr, list number 2k91-32, that has a similar product distributed in the us, list number 2k91-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated architect ca19-9xr result. The expected result for this patient was 800 u/ml. The sample generated the following results: sample ID (B)(6): initial >12000, 1:10 auto dilution 658.28 u/ml. Sample ID (B)(6) (1:2 dilution): 1220.96 u/ml. Sample ID (B)(6) 4 (1:4 dilution): 941.55 u/ml. Sample ID (B)(6) 8 (1:8 dilution): 829.58 u/ml. Sample ID (B)(6) 16 (1:16 dilution): 894.13 u/ml. No specific patient information was provided. No adverse impact to patient management was reported.